Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray controller pcb was evaluated and identified as requiring replacement. Due to the obsolescence of this component, a system upgrade was required. Multiple system components were replaced as part of the vitality kit and the system was upgraded to version 30 software. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.